Manufacturer narrative:
Additional product code: hwc. Partial lot number of 739110 provided. Some of the lot number was illegible on the device. Without a complete lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal tibia non-union and a broken plate were identified. On (B)(6) 2015 a hardware removal was performed. The hardware removed included the broken plate and nine intact screws. The plate broke mid-shaft. An antibiotic spacer was placed due to infection and another procedure is expected to be performed within the next few weeks. There were no reported surgical delays, no fragments created or left behind. The procedure was completed successfully. The date of the original tibia fracture repair procedure is unknown. This is report 1 of 1 for (B)(4).